Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture damage was noted during visual inspection. During deconstructive analysis, under microscope investigation, it was determined that the cracked trace (lead 1) on u1 keypad assembly was visually cracked. Leading to unresponsive buttons. Proceeded by cutting the unit open and performed visual inspection on connectors, keypad flex connector was plugged in properly. Moisture damage was noted on electronic assembly. Unable to perform the self test. Unable to download history files using thump software due to keypad anomaly. Unit was received with broken trace, cracked case-corner of belt clip rails, label damage (peeling), cracked case on battery side, scratched case and cracked keypad overlay at select button. In conclusion, customer allegation was confirmed during deconstructive analysis when an unresponsive button was noted due to a broken trace on u1 keypad assembly and moisture damage on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1812. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.